Manufacturer narrative:
A patient experienced ineffective stimulation due to high impedances was reported to abbott. As a result, the lead was explanted and replaced. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the lead was explanted and replaced.